Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) levels of 468-600 mg/dl and diabetic ketoacidosis. The customer alleged that the pump was the cause of the elevated bg level. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin. Reportedly, customer was dehydrated, had increased creatinine levels, and suffered possible nerve damage. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved. The customer reverted to manual injections for alternate insulin therapy.